Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed to recognize and display the fo pressure wave form on the iabp screen. The console was switched out and the problem was resolved.

Event description:
N/a

Manufacturer narrative:
Additional information: contact department: perfusion. Contact person phone number: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) failed to recognize and display the fo pressure wave form on the iabp screen. The console was switched out and the problem was resolved. These units are serviced by a 3rd party biomed. There is no information regarding service yet. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.